Event description:
As reported, in 2008, this patient presented with a 9-10 mm focal lesion distal to the aortic bifurcation and a gore excluder aaa endoprosthesis trunk ipsilateral leg component was implanted without difficulty. During a routine follow-up, infolding of the device was observed starting at the focal lesion are distal to the end of the device. As reported, the patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.